Manufacturer narrative:
A field service engineer was dispatched to the customer site. The fse confirmed no oil leaks were found and then proceeded to run a test cycle. The test cycle completed without any problems. (B)(4).

Event description:
A customer reported a ¿smoke¿ or haze emitting from the sterrad® 100s sterilizer while running a short cycle. There was no report of any injuries or human reactions. The customer stopped the cycle and powered down the unit. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The field service engineer cleaned the sterrad to resolve the smoke/haze issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of this issue. The smoke/haze issue was resolved after cleaning of the sterrad. The field service engineer then confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue asp complaint ref #: (B)(4).